Manufacturer narrative:
The customer reported that their AED was displaying service code indicating battery voltage warning that may be related to battery depleting due to failure to address red asi. The maintenance schedule is reported as monthly. A new battery pack was inserted and the service code warning was cleared. Review of the device log files indicate that the user performing excessive self-testing. The customer was advised the depleted battery pack should be removed from service and returned to the manufacturer for analysis. The service code warnings were attributed to the depleted battery pack; the AED can remain in service with the new battery pack, and the customer should continue to monitor the device performance. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a supplemental MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.